Event description:
Air was noted in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
The set was visually and functionally tested. The set was found to leak from a hole in the film inside the weld area of the sensing disc. Information received from the user indicated that the set did not leak or draw in air when initially primed. It is suspected that the damage to teh sensing disc occurred when loading into the pump. The MFR has implemented a set loading guide to assist the user in properly loading the sensing disc into the pump. The user facility will be informed of our findings and offered the set loading guides to prevent this type of damage to the sensing disc. A2 - 1965.